Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose value was 44 mg/dl at the time. The customer also reported that she had stuck button which could not be cleared. The customer declined troubleshooting for low blood glucose. The customer was treated with carbohydrates and her blood glucose was raised to 183 mg/dl. The customer was advised to revert to back up plan and put the insulin pump into storage mode. The insulin pump will not be returned for analysis.